Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date has been updated and provided with this report.

Manufacturer narrative:
The motor error alarmed during the basic occlusion testing due to moisture on the force sensor resistor. They were unable to test for the compromised force sensor system alarm due to the motor error alarm. The motor was tested outside the device and passed. The pump had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a loose end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin squirted out during manual prime. Customer was disconnected during prime. The pump piston continued to move forward after reservoir contact. Customer stated that no numbers appeared on the screen and no beeps were heard. Customer stated that leaving prime was not possible. Customer tried with different infusion sets. Customer stated that the pump was not dropped, bumped, and had no water contact. Customer was asked verbally and in written form to return the pump for analysis.